Event description:
Contact reports one of the eagle screws had backed out of the cervical plate construct after one month. A revision procedure was performed and the screw and plate removed. As surgical intervention occurred an MDR is being filed to document this event.